Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research (B)(4)). Details of this activity were discussed with (B)(4) office of compliance (B)(4) during a tele-conference on 05/31/2017. Electron microscopic investigation was done by a external company to determine the root cause. The investigation revealed no results that lead to indication how the issue could occur. Since it was reported small metal pieces coming from needle during surgery, metal pieces leads to reaction in the eye, hence there is harm to the patient. It is concluded as reportable. All available information has been disclosed. The complaint has now been closed. Please note: this incident is being reported as a serious injury since the particles or shavings were seen which reasonably suggests that the particles were retrieved. Metal particles shedding into the eye are likely to result in medical intervention therefore this complaint is being reported as a serious injury.

Event description:
Sales rep reported that during my visit the dr has to use a fragmentation needle to remove a hard lens. To our surprise we saw small pieces of metal in the sclerotomy that came from the needle. Sample is available. All information has been disclosed.